Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08730 inches. No possible over/under delivery anomaly noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 42 mg/dl. This morning the customer woke up with blood glucose over 300 mg/dl. The blood glucose at the time of the incident was 345 mg/dl and current blood glucose was unknown. Customer declined to continue pump troubleshooting for possible causes of high blood glucose. Customer treated low blood glucose with food. Customer stated that, the drive support cap appears normal. Based on customer report proceeding in troubleshooting per customer alleging possible pump over delivery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for the analysis.